Manufacturer narrative:
A visual inspection was performed on the retuned guide wire and the reported break/separation and stretched coils were confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The reported patient effect of dissection is listed in instructions for use guide wire hi-torque guide wires for ptca, pta, stents with ce as a known patient effect of the procedure. It should be noted that instructions for use guide wire hi-torque guide wires for ptca, pta stents, with ce: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was reported that the physician removed the guide wire against resistance, this seemed to be a reasonable clinical response to the reported difficulties. A cine was received and reviewed by an abbott vascular clinical specialist. Cine review concluded that it appears that the guide wire had possibly stretched with a section ¿uncoiling¿ proximal to the tip. This failure was confirmed upon visual inspection of the returned device. Guide wire damage can occur if the guide wire is subjected to stresses beyond its product specifications, which appears to have occurred in this situation. The investigation determined the reported difficulty to remove, tip break/separation and stretched coils appear to be related to operational circumstances of the procedure. In this case, it is likely that manipulation during advancement caused the wire to get caught in the anatomy resulting in the difficulty to remove during retraction. Manipulation against resistance ultimately resulted shaping ribbon break/separation and stretched coils and reported dissection. Additionally, the reported patient effects of intimal dissection appears to be related to the operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous distal circumflex lesion. The balance middleweight universal ii guide wire was positioned distal to the stenosis and while pulling back resistance was noted. On the second attempt, the guide wire was able to be pulled back but it was no longer visible as it had stretched. It was confirmed there was no separation. During retrieval, the guide wire caused a dissection proximal to the stenosis. The dissection was treated with an unspecified stent. There was a significant impact to the patient due to a reported clinically significant delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.